Event description:
The clinician reports the implant was inserted 2025-12-17 in ada 19. Details of surgery: implant surface not completely covered with bone. On 2026-02-05, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.